Event description:
It was reported that the right atrial (ra) lead had dislodged. During the ra lead revision, it was found the right ventricular (rv) lead had a possible insulation breach near the proximal portion of the lead. Also, the rv lead had possible fluid in the insulation. It was noted that the rv lead electrical data had no abnormalities. The ra and rv leads were both explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Products: (B)(4) implantable tachy lead 2013 (B)(6); 429688 implantable pacing lead 2013 (B)(6). (B)(4).

Manufacturer narrative:
Product event summary: the full lead was returned, analyzed and no anomalies were found. It was noted the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth. Visual summary analysis of the lead indicated apparent explant damage. Visual summary analysis of the lead also indicated stretching.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.